Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had an open reduction osteosynthesis of the right cubitus with a c-plate, 8 screws, right radial head dislocation open reduction and fixation with two threaded wires after a traffic accident on (B)(6) 2013. The clinical notes from the hospital indicated that on (B)(6) 2013 the surgeon removed the osteosynthesis materials and 2 wires from the right elbow. It was reported on (B)(6) 2014 that x-rays revealed the implanted lcp reconstruction plate, 3.5 titanium + lhs and cortex screws were broken. There was no sign of trauma and no pain reported at the fracture site. The cause of the breakage of the plate is considered to be a pseudarthrosis of the diaphisys of the ulnar bone. A revision operation is scheduled for an unknown date in (B)(6) 2014. This is report 5 of 9 for (B)(4).

Manufacturer narrative:
Additional narrative: it is unknown if the screws were explanted at the same time as the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a revision procedure on (B)(6) 2014. The broken plate was removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.